Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: pediatr emerg care. 2008 mar;24(3):137-42. Doi: 10.1097/pec.0b013e3181666f87. [(B)(4)].

Event description:
It was reported via journal article title: cosmetic outcomes of absorbable versus nonabsorbable sutures in pediatric facial lacerations. Author(s): raemma p. Luck, md, mba, robert flood, md, dalit eyal, do, john saludades, md, ciana hayes, bs, and john gaughan, phd. Citation: pediatr emerg care. 2008 mar;24(3):137-42. Doi: 10.1097/pec.0b013e3181666f87. This prospective randomized clinical study aimed to compare the long-term cosmetic outcomes of absorbable versus nonabsorbable sutures for facial lacerations in children and to compare the complication rates and parental satisfaction in the 2 groups. From jun 2005 to feb 2006, 88 patients (ages 1 to 18 years) with isolated linear facial laceration (1 to 5 cm in length) were initially enrolled and were divided into two groups for skin closures: 5-0 or 6-0 fast absorbing surgical gut (ethicon) and nylon suture (ethicon). A total of 47 patients completed the 3-month evaluation which included 23 patients in catgut group (n=17 male and n=6 female; median age of 64 months [24-218 months old]) and 24 patients in nylon group (n=18 male and n=6 female; median age of 81 months [33-225 months old]). Overall, there were 2 cases of wound dehiscence in catgut group. The second patient was a (B)(6) who had mild dehiscence on day 8 necessitating the application of topical adhesive. On the follow-up visit at 3 months, one patient from nylon group was noted with keloid. The study demonstrates that there are no long-term differences in cosmetic outcomes and complication rates between absorbable catgut sutures and traditional nylon sutures in the repair of facial lacerations in the pediatric population.